Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were two stored episodes showing inappropriate shocks due to a decreased r wave amplitude causing oversensing. Engineering review found that the alternating interval double detection algorithms likely contributed. It was further determined that this would not likely delay therapy once the patient goes into a sustained rhythm. Review of one of the shocks noted a distinct morphology change pre and post shock. Boston scientific technical services (ts) stated it could be due to ventricular tachycardia (vt) that was double counted and converted. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service.